Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) peripheral component interconnect (pci) bus interface cable assembly lab use only (luo) testing equipment. There were no defects observed and the screen was left on for three hours with no disruptions.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: based on the complaint, the issue occurred on 16aug2023. The data log did not go back to that date therefore a log review could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the surgical procedure was completed successfully and there was no delay.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. As a result, an alternate device was employed. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the ccm peripheral component interconnect (pci) bus interface cable. The unit operated to the manufacturer's specifications.